Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The distal tip was found frayed. The findings meet us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). A non-sterile ic 71, 132 cm, ce, asp. Ind. Was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was received, and a kink was observed at approximately 38.5 cm from distal tip. Stretching, compression and unraveling was noted at the distal mesh segment. Catheter was flushed to inspect for leakage; however no leaks were detected and the fluid came out of the distal end as expected. Device was observed under magnification, and a portion of the shaft presented thinned coating with nearly exposed braiding at approximately 18cm from distal tip. The braided mesh tip was inspected under microscopic magnification, and it was found that as a result of the stretching, the coating is stripped and the internal braided mesh was exposed. The device was confirmed to be within specifications for the outer diameters (od) and inner diameter (ID). A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified. The customer complaint as related to the catheter being kinked and stretched was confirmed based on the appearance of the returned device. The observed conditions could be the result of several factors, including but not limited to, clinical factors such as patient anatomy (e.g. Tortuosity, calcification) or procedural factors present in the operating room such as operator¿s technique. According to the risk documentation, anatomical tortuosity, no inspection, and continuing to use a damaged catheter are potential causes of failure for catheter damage. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The rest of the damages found on the returned device were not reported as such, and the exact time when these conditions appeared cannot be determined based on the information available; however, these are suspected to be the result of the manipulation required during the device's removal and are not considered related to the event reported. The braided mesh's unraveled condition suggests that there was excessive pulling force applied to the damaged area during the attempt of withdrawal. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent catheter damage from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use contain the following precaution: ¿ exercise care in handling the embovac catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a mechanical thrombectomy procedure, the physician used the ic 71, 132 cm, ce, asp. Ind. (Ic71132ca/30767688) and after completing two passes, observed that the aspiration catheter was kinked and stretched. A third pass was performed using a stent retriever to obtain full recanalization. No negative consequence to the patient was recorded. No additional information is available.

Manufacturer narrative:
**UDI related data quality updates only** correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).